Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan mexico alleging a date/time issue with his onetouch ultramini meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The csr has tried unsuccessfully to contact the patient to follow-up to obtain additional information. The patient stated that the alleged product issue began on (B)(6) 2016 (time not provided). The patient was unable/unwilling to state how he manages his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaky, headache, panic and dizzy" on (B)(6) 2016 (time not provided) after the alleged product issue began. The patient was unable/unwilling to state if he received any treatment. At the time of troubleshooting, the csr noted that the alleged product issue was not resolved with walk-through troubleshooting, the alleged product issue did not occur immediately after replacing the battery and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided at this time, it is unclear how the date/time issue lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged symptoms remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed the symptom of "shaky" after the date/time issue occurred. This symptom does meet lifescan's criteria for a serious injury.